Manufacturer narrative:
Na.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial result at 9:12 p.m. Was 377.5 pg/ml with a data flag. This result was reported outside of the laboratory. On (B)(6) 2022 at 1:18 a.m. A new sample was obtained with a "normal" result of 4.42 pg/ml. This sample was repeated with results of 4.22 pg/ml and 4.25 pg/ml. Based on these results, the original sample was repeated with results of 4.28 pg/ml. The troponin t hs stat reagent lot number was 56661101 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service engineer (fse) checked the instrument and no issues were identified. The customer used a centrifugation time of 3 minutes which is less than specified. The customer has not replaced the measuring cell since 2020. The customer used 13 mm sample tubes with no rack adapter. The customer was not cleaning the sample/reagent probe every day. The investigation determined the event was consistent with a sample pipetting issue or an aged measuring cell. The customer has had no further issues.